Manufacturer narrative:
A worldwide complaint database search was conducted for the newly added patella and tibial insert product/lot combinations. Another report is found against these product/lot combinations. It is recognized however that it involves this same patient and same individual device. It is the result of complaint (B)(4) having been transferred/ reopened and so it is not a secondary report. No product contribution to the reported event was identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint, the patient was revised due to loosening of the femoral component and the tibial tray. It was reported that the cement had adhered to the devices but was loose in the bone cavity. Cement manufacturer is unknown. User facility medwatch report received which identified the bone cement as depuy product and also indicates lucency around the bone cement and prosthesis/cement interface on the tibia. Clinical der states patient was revised to address tibial loosening at the cement/bone interface. The cement manufacturer is unknown. The patient's medical records were received. Medical records indicate the patient was revised to address loosening of the femoral and tibial components at the bone to cement interface and pain. Upon revision the patient was also noted to have osteolysis, patella loosening, and pitting of the insert.